Event description:
This senior medical surveillance specialist spoke with both the pt/layperson and his wife, a nurse, regarding his 2009 complaint. The following was reported to this specialist; results in mg/dl, correct unit of measure: initially, the pt denied that his complaint concerned inaccurately elevated results; rather, he stated results with his onetouch ultrasmart were erratic, such as, fasting 99 and post breakfast 236. The pt has been experiencing low blood glucose recently with symptoms of cold and clammy. On the day of the event, approximately the day before, the pt's blood glucose was "normal" in the morning, and after breakfast of two eggs, bacon, a biscuit, and pomegranate juice between 100 and 150. Following breakfast, the pt and his wife walked their large property, including steep hills. Suddenly, the pt passed out. Because he was not breathing, his wife revived him with mouth-to-mouth resuscitation. She then walked a distance to one of their cars containing glucose tabs and back to the pt who consumed three. He then walked to the car and they drove back to the home where he tested. Results between 10:36 and 10:39am after consuming sugar were 194, 159, 176, and 195, all within the expected variance of <=20%. Thinking the results were too varied, the pt tested on his sidekick meter at 10:59 am, result 147. The variance between the sidekick and the 194 and 195 were greater than the expected variance of <=30%. The pt doubted all of the ultrasmart results. At 11 pm the same night, the pt was symptomatic with the ultrasmart result 45, confirming low blood glucose. The pt was to see his physician the following month, due to his hypoglycemic events. The pt's daily diabetes regimen consists of oral medication, 500 mg plus 2.5 of glucovance in the morning and 500 in the evening. Neither the pt nor his wife alleged the product was responsible for the event. His wife indicated the walk, due to the steep hills, was strenuous. There is no indication the product contributed to the injury; however, because the pt reportedly passed out (a symptom meeting the criteria for serious injury) at an unrecalled time after eating, and was revived with both mouth to mouth and glucose tabs by his wife, an hcp, the complaint is reported. Products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.